Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause of the reported failure. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the auto events were not displaying, and the basal program itself was not visible within the system. After restarting the device, the basal program still did not appear. The patient's blood glucose levels were reported to be 349 mg/dl. Medical treatment was not required. Patient was advised to contact her doctor, to obtain the correct insulin settings.